Event description:
As reported by the edwards lifesciences affiliate in unite kingdom, edwards received notification of a 56mm evoque procedure where approximately two months post-procedure, valve presented with thrombus/leaflet thickened. The antithrombotic therapy was changed to vitamin k antagonist after the procedure. There was clinical evidence of evoque leaflet thrombosis/ halt and was medically managed with IV heparin.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Additional information: the medication was changed to warfarin and held by gp/primary care without notification. Patient was noted to be symptomatic, and was admitted with hypoxia of unknown cause to local hospital, treated for chest infection then referred to other hospital 2 weeks later (subtherapeutic inr at local hospital) and diagnosed with hypoxia secondary to right to left shunt through pfo due to tricuspid stenosis secondary to valve thrombosis. It was presumed pulmonary embolism as cause of death despite treatment with heparin infusion at the hospital where the patient was transferred. As per medical opinion, the perceived root cause of the event was that warfarin was stopped in primary care. The complaint for "thrombus formation (device) - post procedure" was confirmed with empirical evidence via information received by edwards. Based on the device history record review, there were no non-conformance's related to the issue observed and the device passed all manufacturing specifications. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Since there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.